Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tajk, implanted: (B)(6) 2015, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the healthcare professional (hcp) office told the patient to turn the therapy off to do a test because the implant was not working right. They were told to track their symptoms with the therapy off. The patient synchronized the programmer to the ins and they were on program 3 at 2.6 volts with the stimulation on. With assistance, the patient was able to turn the device off. On (B)(6) 2018 additional information was received from the consumer. The patient reported the implant never worked right according to their need; patient is still having leaks and is going to urinate a lot. The patient changed doctors and was told the implant was improperly implanted and that the leads were not correct. The patient has an upcoming appointment to have a new implant and battery on (B)(6). There were no further complications reported or anticipated.